Event description:
It was reported that a female patient, who's undergone breast augmentation with two 450cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grade iii), post-procedure. As a result, the patient underwent bilateral removal and replacement with 465cc mentor memorygel breast implants (catalog: smpx465) on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Per the returned device, mentor became aware that the device's lot number was 5630063. Per the lot number, this device was manufactured by mentor medical systems b.v, located in leiden, the netherlands, which is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. This will be the last supplemental report for this complaint file. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation of the smooth round mod. Plus profile, 450cc, a tear was observed in the posterior view measuring approximately 2.0 cm. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.